Event description:
When my son fell ill last night, I was not able to get a reasonably accurate temperature read when trying to do so on two brand new cvs health digital flexible tip thermometers that I purchased from a local (B)(6) store just two weeks ago. All readings were in the 96-97 degrees range. When I tested the thermometers on myself last night while not ill, I could not get a reading over 97 degrees. My normal temperature is 98.5-98.7. This is a frightening product issue that could result in death or serious complications when consumers are relying on this thermometer to decide how to treat illness and determine if emergency care is needed during flu season.